Event description:
It was reported that this device could not be interrogated. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned.